Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during cataract surgery with intraocular lens implant procedure, lens was implanted but as the lens was coming out, the back haptic ripped off as it was stuck in the cartridge. The lens had to be cut out and a new lens was requested. Implanted. There was no patient harm. Additional information received and stated that, in the surgeon¿s opinion, a quality issue with the lens did not cause or contribute to the event indicating as it ¿possible tech loading error and problem with monarch inserter being bent.¿

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger bent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).